Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged connector was confirmed, and the damage appears to be use related. One photograph of the proximal segment of a two-piece groshong nxt connector was provided for investigation. No other portion of the groshong PICC was present in the photograph. The distal end of the proximal connector exhibits damage to the hard plastic components. Impressions and marring are observed in the material, which indicate that the connector was grasped with forceps or similar instrument. One of the locking barbs was missing. The material adjacent to the fracture surface of the locking barb was damaged and the reported event appears to be associated with use of the device and excessive force. A lot history review (lhr) of reav2365 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the extension tube of groshong catheter was damaged. No patient injury was reported.